Event description:
System fluoro image allegedely began to degrade during catheterization procedure. Physician switched to aquisition mode to visualize the catheter more clearly, and observed that the patient had suffered a dissected vessel. When service arrived approximtely 1 hour later, no problem was apparent.